Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed the condition was the result of a timing anomaly in a pacing/sensing integrated circuit, which resulted in an unclearable elective replacement indicator (eri) condition.